Manufacturer narrative:
Physio-control evaluated the customer's device and was initially able to verify the reported issue - that the device would not power on using ac or dc (battery) power; however, up on further investigation, physio observed that the device's internal battery was depleted. Physio then installed a fully charged battery and confirmed that the device would power on, charge and shock using dc (battery) power. Physio did confirm that the device would not power on using ac power. Physio then replaced the power supply assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed power supply assembly and determined that the cause of the no ac power issue was that the eos power supply (located on the assembly) had no 12-volt output. This led to no ac operation and no battery charge. The device would, however, function with a charged battery.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.